Manufacturer narrative:
H10 additional narrative: corercted: h6 (device). Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune total knee implanted to treat osteoarthritis of the left knee. The patella was resurfaced, and competitor cement was utilized. There procedure was completed without reported complications. Product information is provided on page 6. Patient was revised due to loosening of the tibial tray and femoral components at an unknown interface. The patella was well-fixed and not revised. There was no reported product problem with the revised tibial insert. The patient was revised with competitor products utilizing competitor cement. Doi: (B)(6) 2014. Dor: (B)(6) 2018, left knee.